Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a cracked battery door, scratched lens, bent latch lock, and a peeled dso seal. Functional testing was unable to duplicate the issue. The device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited low accuracy/under infusion. The event occurred during testing, there was no patient involvement.